Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low intensity of the aiming beam laser. During the operation, it was observed that second port emitted low energy intensity, so the laser cavity was changed. No patient harm was reported.

Manufacturer narrative:
. The company service representative examined the system, and replicated the reported event. The company service representative verified, that the intensity of the aiming beam were not within acceptable parameters. The laser fiber was replaced. The company service representative then discovered, that port two energy was not within specification, due to an internal misalignment. The laser core module was replaced to resolve the issue. The system was then tested. And met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser module core. The manufacturer internal reference number is: (B)(4).